Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block telephone number :

Event description:
It was reported that during an inspection it was observed that the cs100 intra-aortic balloon pump (iabp) had a monitor problem. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields; d1, d4. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse checked and corrected all monitor connections and shielding. The fse performed all functional and safety checks. The iabp was returned to the customer.

Event description:
N/a